Manufacturer narrative:
As of this report the device and leads have not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information in (B)(6) 2008 that this patient was experiencing shocking symptoms for 1 to 1.5 years and it is wearing him out. It was noted that the patient was not doing the trans-telephonic monitoring checks due to these symptoms. Technical services (ts) was contacted and discussed these symptoms could possibly be muscle stimulation. The device and leads were removed to see if the symptoms would resolve. Boston scientific crm received new information one year later that this device and leads are part of a legal action. A representative for this patient asserts that the device malfunctioned over time which caused symptoms of increased chest pain. Additional assertions were made that the leads were defective and further damaged the patient's heart when removed. It was noted that the device is now in archival storage in the hospital pathology department. Boston scientific crm has no specific information as to whether there were any adverse patient effects. As of this report the device and leads have not been returned. Subsequently, boston scientific received additional legal documentation in (B)(6) 2011. As a result of device/lead extraction, the patient suffered a large hematoma requiring re-admission to the hospital for 10 days. The documentation contain new information with allegations that this patient suffered permanent damage to his heart as a result of a defective pacemaker and leads.